Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and after the evaluation it was being found that several problems were being found which are: unit off in cart and charging ; switching between either batteries while charging causes constant loud beep: recent fault logs showed error 118 sol wdt fail :fault table logs showed #118 solwdt fail 86 occurrences. Then the fse had replaced the pcba, cardiosave rohs power management , pcb,solenoid control , rohs (power management and solenoid control boards) which is not producing any constant beeping while charging batteries and errors found. During the site contact it was being showed that it can be switched from the batteries while the unit and it's being charging. The iabp unit had completed all the services with all functional and safety tests per manufacturer specifications. The unit was returned to the customer for the clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint pcb power management, solenoid control board. These parts were received with a reported unit failure of constant beeping. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pcb power management in cardiosave test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The unit would shut off and beep constantly. Fat was able to verify the reported issue of this board. The fat installed solenoid control board in cardiosave test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. No issues found during 30 minutes of testing this board. Fat could not verify any failure with this part. Sending the boards to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. The fat dept. Received pcb power management from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found that q27 was defective. The supplier replaced q27. The supplier retested the board and found q21 and q22 defective. The supplier replaced q21 and q22. The board passed testing. The failure analysis and testing dept. Installed pcb power management, into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The fat dept. Received solenoid control board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found that u6 was defective. The supplier replaced u6. The supplier retested the board. The board passed testing. The failure analysis and testing dept. Installed solenoid control board, into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r.the board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was having constant beeping noises coming from unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.